Manufacturer narrative:
The device was returned, and the evaluation found that the nozzle had a foreign object inside the nozzle, it is most likely due to insufficient cleaning. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.